Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It as reported that there were two lead impedance warnings due to the right ventricular (rv) defibrillator coil and the superior vena cava (svc) coil. It was also reported that the rv pacing impedance was increasing. The patient was transferred to a hospital for clinical management. No patient complications have been reported as a result of this event.